Manufacturer narrative:
(B)(4). The investigation could not confirm the complaint as no devices were returned. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. This device is from an annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA (B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Post market surveillance is per (B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
The impaction handle and tibial impactor broke during impaction of the definitive tibial component.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states total knee replacement. The impaction handle and tibial impactor broke during impaction of the definitive tibial component. All components retrieved. Same like device was used, with no delay or adverse events. The investigation could not confirm the complaint as no devices were returned. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. This device is from an annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Post market surveillance is per sep 419. Addendum added 20 oct 2016. The complaint was reopened as the products were returned. The impaction handle had a broken lever and the spring and lever were returned. The impactor had broken into two pieces. The above conclusion remains valid. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.